Event description:
It was reported that the device had no output as well as no reaction to the magnet. It was also noted that there was no telemetry. The device had unexpected longevity. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device revealed lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
A comparison of the use before date field and implant date found the device was implanted after the use before date.

Manufacturer narrative:
(B)(4).